Manufacturer narrative:
Company representative evaluated the unit and there was no problem found.

Event description:
Customer reported the gas module iii monitor displayed an error message, which may have affected gas monitoring. No pt injury was reported.